Event description:
"Drop in impedance. Generator reprogrammed to unipolar. Capture still good. Clinic will be monitoring. Pt ok."

Manufacturer narrative:
The reported drop in impedance refers to the bipolar function only. The unipolar function is still good, which implies an outer conductor failure either insulation or conductor fracture.